Manufacturer narrative:
Final analysis of the (neurostimulator) (njy256510h) revealed functionally okay/insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the physician reclosed the wound and it was fine. Patient's therapy was working and wound seemed to be healing. Since then the healthcare provider decided to remove the lead and battery. When the patient came back in for another check-up the wound still was opened and it appeared red and possibly infected. The healthcare provider removed the lead and battery on (B)(6) 2014 and replaced it with a new lead and battery. Patient has been seen since and was doing great. Incision has healed and she was receiving effective therapy.

Event description:
It was reported the patient¿s implant incision never healed right. The incision did not completely close and the battery could be seen when you looked at the incision closely. It was believed to be due to the patient not following post-surgical activity restrictions as the patient was playing tennis and golf. Cultures were run and it was confirmed there was no infection at the time. The doctor sutured the opening to ensure it was closed and no battery was visible beneath the skin. The patient was seeing over a 50 percent improvement and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead. (B)(4).